Event description:
The rptr states doing back to back (rapid succession) blood glucose tests, using separate finger sticks. Rptr's results were 40, 50 and 110 mg/dl. Rptr did not have any symptoms. A control test was in range, 130 (90-135). On follow-up, the rptr states cleaning meter, and does use the control solution. Rptr's technique of applying blood is accurate, and rptr checks the confirmation dot. No harm was alleged.